Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose value was 400+ mg/dl. Customer stated that they feel ok to do troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer was explained that he sensor was asking for the blood glucose because customer¿s sugar was high and this could happen as well as she goes low. The device will not return for the analysis.